Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. The doctor commented that the sharpness of the air/water nozzle of the device or the thinness of the patient's abdominal wall may have caused the bleeding. According to olympus repair center, no malfunction of the air/water nozzle was found. Therefore, omsc surmised that the thinness of the patient's abdominal wall may have caused the bleeding. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was found. The distal end cover had a burn. The bending section rubber had worn. The adhesive of the bending section rubber was peeled off. The play of the up/down knob was out of the standard value due to the wear of angle wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a colonoscopic procedure for diagnosis, the doctor found bleeding on the abdominal wall when angulating the bending section of the endoscope. The doctor suspected that sharpness of the air/water nozzle of the device or the thinness of the patient's abdominal wall may have caused the bleeding. The doctor stopped the bleeding and completed the procedure by using the device. The patient was discharged on the same day with no additional treatment. The local field service engineer inspected the device and found no abnormality of the nozzle of the device.